Manufacturer narrative:
Results of investigation: the carefusion failure analysis lab inspected the transducer communications alarm (tca) and was not able to duplicate the reported issue. There were no anomalies found.

Manufacturer narrative:
(B)(4). Any additional information received from customer will be included in a follow up report. Device evaluation anticipated, but not yet begun. Once the evaluation is completed a follow up report will be submitted with the results of the investigation. (B)(4).

Event description:
The customer reported while using the avea ventilator, the volumes were out of specification. The customer stated there was no patent involvement associated with this event.